Event description:
It was reported that the video system center had not produced a video signal from any of the serial digital interface ports. This issue had occurred during out of the box failure. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.